Event description:
It was reported that the inflatable penile prosthesis (ipp) will not inflate or deflate. The device stopped functioning around (B)(6) 2019. The patient is scheduled for a revision procedure on (B)(6) 2021.